Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she had a low blood glucose reading of 68 mg/dl. She treated with food and juice. The customer also reported a high of 495 mg/dl. She declined to troubleshoot for these issues. The insulin pump was not replaced or returned for analysis.